Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-00300. The patient had a riata right ventricular (rv) lead capped electively on (B)(6) 2015 which was replaced by a durata rv lead. During recent follow-up, non-sustained oversensing (nso) episodes were observed and it was suspected that both rv leads were causing the nso. Both rv leads were explanted and a new rv lead was implanted. The patient was stable.